Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn blood collection tube, the device experienced discolored or abnormal additive form. The following information was provided by the initial reporter. The customer stated: it was reported that specimens have "junky plasma." The client is having the issue with the pst that are spun in the fixed angle centrifuge.